Event description:
Depuy pinnacle hip implant. Mom. Never felt right. Causing permanent disability, pain, inability to sleep etc. My skin has changed color around the incision site as well as extreme pain. Will have to be replaced again. Very disappointed after spending huge sums of money, expecting a new hip to last 20-25 years only to find out no guarantees etc.